Event description:
A consumer reported that this had been a nightmare; it did not work and had to be taken out. The patient's indication for use was parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.